Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. Noise was observed on the right ventricular (rv) channel with pocket manipulation. Subsequently, an invasive procedure was performed which revealed the rv pace/sense setscrew was stuck. The device was explanted, successfully replaced, and returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the rv ring setscrew was stuck. The setscrew was successfully loosened using a standard guidant bi-directional torque wrench. Analysis concluded the noise was due to the rv ring setscrew not making positive contact with the leads electrode ring. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. Laboratory technicians suspected the set screw became stuck in the up position during the implant procedure and was inadvertently left that way. The cause of the out of range lead impedance measurements was inconclusive as device testing was unable to confirm the clinical observation.